Event description:
The user discovered questionable hemoglobin a1c results when the result for one patient sample was questioned. The initial result was 9.8% and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2012 on integra 800 serial number 39-7915 with a result of 5.6%. The sample was repeated on the original analyzer and the result was 6.1%. The result of 5.6% was believed to be correct and was reported. The user did not known if the patient was treated based on the erroneous result. The user ran quality control which failed then performed a calibration which failed. The user then checked the inside of the analyzer and discovered water on the reagent side, on the reagent cassettes and around the wash station. The user repeated testing on integra 800 serial number (B)(4) on other patient samples that had been tested around the time of the erroneous result. Of the data provided for 87 patient samples, the results for 16 patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial result was 8.9% and the repeat result was 6.2%. Patient sample 2 initial result was 7.3% and the repeat result was 5.7%. Patient sample 3 initial result was 8.7% and the repeat result was 6.7%. Patient sample 4 initial result was 7.3% and the repeat result was 5.7%. Patient sample 5 initial result was 7.3% and the repeat result was 5.6%. Patient sample 6 initial result was 8.3% and the repeat result was 6.1%. Patient sample 7 initial result was 8.0% and the repeat result was 5.2%. Patient sample 8 initial result was 8.6% and the repeat result was 5.6%. Patient sample 9 initial result was 8.6% and the repeat result was 6.0%. Patient sample 10 initial result was 8.4% and the repeat result was 5.6%. Patient sample 11 initial result was 9.1% and the repeat result was 5.9%. Patient sample 12 initial result was 9.4% and the repeat result was 7.6%. Patient sample 13 initial result was 11.4% and the repeat result was 6.8%. Patient sample 14 initial result was 9.0% and the repeat result was 5.7%. Patient sample 15 initial result was 10.5% and the repeat result was 4.6%. Patient sample 16 initial result was 7.8% and the repeat result was 5.9%. The initial results were reported for all samples. The repeat results were considered to be correct and corrected reports were issued. It was unknown if the patients were adversely affected. The hemoglobin a1c reagent lot number was 65071701 with an expiration date of 02/28/2013. The field service representative determined the reagent probe was not seated correctly and there were defective sample probes. He replaced the rt1 gripper light barrier and sample probe and tightened the reagent probe. To verify the analyzer operation, he ran a reagent flow check, calibration and quality control which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.